Manufacturer narrative:
(B)(4). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of nodule, edema, redness and brown spots are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling: undesirable effects the patients must be informed that there are potential side effects associated with implantation of this product, which may occur immediately or may be delayed. These include, but are not limited to: inflammatory reactions (redness, oedema, erythema, etc.) Which may be associated with itching and/or pain on pressure and/or paresthesia, occurring after the injection. These reactions may last for a week. Besides, a preventive anti-inflammatory treatment by a medical practitioner can be recommended. Induration or nodules at the injection site. Staining or discolouration of the injection site might be observed, especially when ha dermal filler is injected too superficially and/or in thin skin (tyndall effect). A review of the device history record has been initiated and analysis of the data has not been completed. If any deviations or non conformances are found, a supplemental medwatch will be submitted.

Event description:
Healthcare professional reported injecting a patient with juvéderm voluma with lidocaine and juvéderm volift with lidocaine in the marionettes. Approximately 2.5 months later, the patient started to feel a nodule on one side and redness at the injection site. Patient was reviewed 3 days later and the patient had nodules on both sides of the injection sites. Patient was treated with hyaluronidase. The next day, the patient had ¿a little more edema" and patient was given prednisone and biaxin. Patient continued to have nodules but they had decreased. About 3 weeks later, the patient was treated with hyaluronidase and kenalog on 2 occasions a week apart as other treatments were ¿not good enough.¿ patient became much better. The nodules completely disappeared and symptoms resolved 2 weeks later but the patient then developed brown spots at the marionettes which were considered to be permanent. This is the same event and the same patient reported under MDR ID #3005113652-2018-01199 (allergan complaint # (B)(4)). This is the first MDR submitted for the first suspected product, juvéderm voluma with lidocaine.